Event description:
It was reported to boston scientific corporation that a uromax ultra dilatation balloon was used during a ureteral dilatation procedure. According to the complainant, during the procedure, the balloon burst. This occurred inside the patient's ureter during the dilatation. There was no injury to the patient. The physician was able to dilate the ureter enough before the balloon burst to complete the case. Follow up revealed that the balloon appeared to be completely intact following the procedure and no fragments detached inside the patient. The procedure completed with this device. There were no patient complications and the patient condition was reported as "fine".

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this failure. If there is any further relevant information, a supplemental manufacturer's report will be filed.